Manufacturer narrative:
Corrected: lot number 37322. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Based on the information available, it is probably that due to anticipated procedural factors encountered during the procedure device performance was limited; therefore, a root cause of anticipated procedural factors has been assigned to the event.

Event description:
It was reported the thrombectomy for the atherothrombosis of the left vertebral artery was performed using a microcatheter. After the operation, recanalization of the artery was confirmed. However one hour after the operation, ischemic stroke and subarachnoid hemorrhage occurred. Intravenous injection of edaravone (exact dosage unknown) was administered to the patient for the ischemic stroke. Additional treatment for the subarachnoid hemorrhage was not performed. The patient died the same day. In the physician's opinion there was no relationship between the ischemic stroke and device because the stroke was a result of the worsening of the primary disease. The sah was reported to be related to the device and disease being treated. The cause of death was not reported. The patient&#62688;condition before the operation was mrs grade0, nihss 42, tici score 0.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported the thrombectomy for the atherothrombosis of the left vertebral artery was performed using a microcatheter. After the operation, recanalization of the artery was confirmed. However one hour after the operation, ischemic stroke and subarachnoid hemorrhage occurred. Intravenous injection of edaravone (exact dosage unknown) was administered to the patient for the ischemic stroke. Additional treatment for the subarachnoid hemorrhage was not performed. The patient died the same day. In the physician's opinion there was no relationship between the ischemic stroke and device because the stroke was a result of the worsening of the primary disease. The sah was reported to be related to the device and disease being treated. The cause of death was not reported. The patient's condition before the operation was mrs grade0, nihss 42, tici score 0.